Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the load process and resuming insulin delivery, pump "forced" customer to redo the load process. Tandem technical support (cts) assisted the customer with the load process and customer resumed insulin delivery. Cts reviewed pump data and found customer may have tapped the change cartridge button after completing the load process. However, customer reported issue had reoccurred. Although multiple attempts were made by cts to contact the customer to review pump data and review the loading process, customer did not reply. There was no reported impact to customer's blood glucose.

Event description:
Minimum fill notification occurred after customer filled cartridge with 150 units of insulin. Customer changed the infusion set and cartridge to resolve the issue.